Event description:
Procedure: gastrectomy. According to the reporter: the jaws were closed once and opened to check if any obstructions were incorporated. Then, the surgeon noticed the bowel had a hole on it. The hole was sutured manually and the site was anastomosed by fee. No bleeding.

Manufacturer narrative:
Initial report sent to FDA on 04/15/2008.